Event description:
Ez lift used to transfer a resident. The right leg strap was noted to be unattached after the resident fell out of lift. Lift was used according to MFR directions and all 4 sling straps attached.